Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the speaker is not working". No death or patient /user injury or harm was reported. The device was not used for monitoring at the time of the alleged malfunction.